Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported patient of unknown age on impella cp for hemodynamic support was bleeding from the access site. The repositioning sheath was reported to not be correct. The physician fixed it and the bleeding stopped. Support was maintained with the implanted pump.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was most likely use related; the repositioning sheet was not correct/completely introduced as per the clinical description provided. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05398: b5 patient outcome and mso statement added. D3 manufacturer name, address, city and state, country, and fax number. D6a and d6b revised from the initial submission in accordance with updated procedures. H6 component code revised from the initial submission in accordance with updated procedures.

Event description:
The patient expired while on support. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.